Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 130 to 138 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 7:22 pm) with results of "lo" and "lo." Verified storage of test strips is not within instructed specification since they are not kept in original vial. Test strip lot manufacturer's expiration date is 04/24/2015 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: "lo", (B)(6) 2015, 02: 11pm; "lo", (B)(6) 2015, 02:54 pm; "lo", (B)(6) 2015, 11:19 pm; "lo", (B)(6) 2015, 04:06 pm; "lo", (B)(6) 2015, 02:18 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results non-fasting range from 130 to 138 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 7:22pm) with results of "lo" and "lo". Verified storage of test strips is not within instructed specification since they are not kept in original vial. Test strip lot manufacturer's expiration date is 04/24/2015 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4).